Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the system ui flex cable. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the display of their device intermittently displayed black. In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device intermittently displayed black. In this state the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.